Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted in the abdomen on (B)(6) 2019. The patient reported about two days after the sensor was inserted, the sensor patch caused a beat red sensor shaped, blistered, burning, flaking, itching, and rash on the sensor patch area. The patient described the insertion site had a red bump and the skin was raised. The patient stated she was unable to wear the sensor for the full seven days due to the skin reaction and discomfort. Dexcom medical safety performed a medical review follow up phone call and spoke to the patient on (B)(6) 2019. The patient stated she has been to multiple dermatologist over the years regarding skin reactions, some related to dexcom products and some related to her diabetes and other medical issues. The patient stated she uses overlays including IV-3000. The patient stated she shaves the insertion area and then waits before applying the sensor to reduce the irritation from shaving. The patient stated her sensor patches typically do not last a full session and 99% of the time she has to call in for a replacement. The patient denied use of any skin products that might irritate the area. At the time of contact the patient stated when she went in the shower the whole layer of the skin in the affected area came off. The patient stated she has an appointment later in the week to see a dermatologist. No additional event or patient information is available.